Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. The manufacturer's field service engineer was unable to reproduce the reported problem. The manufacturer's field service engineer did not assess any need for repair. The customer was provided operational training.

Event description:
The customer reported a ventilator in which the tidal volume is not delivering properly. No patient involvement.